Event description:
The facility reports after bathing the patient, the hoist was swung around away from the bath. The chair suddenly detached, causing the patient to fall to the floor and bump their head. The patient was treated by a medical practitioner.